Event description:
It was reported that in 2006, a patient underwent an anterior pelvic floor repair procedure. Since the procedure, the patient has experienced extensive problems and is suffering from pain in the vagina, groin, and legs. The patient has been for various investigations and therapy sessions and has been advised that the cause of the issue is an allergic reaction to the material used in the mesh. None of the undefined therapy has made any significant difference to the condition. The patient has been told by her health care provider that it is not practicable to remove the mesh.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.